Event description:
It was reported that the package was found broken prior to use. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "packaging damage - sterility compromised" could not be confirmed based upon the customer photo received as there was no packaging in the customer supplied photo. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The stapler was returned without its packaging. Since the packaging was not returned, a complete visual inspection could not be performed. A device history record review was performed, and no relevant findings were found. The root cause could not be determined without the complete physical sample and no further actions were required at the time of this report. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the package was found broken prior to use. No patient involvement.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.